Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device is smoking, and unit will no longer turn on. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed a dust-like contaminant, hair-like particles. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the iso port and on the blower box. A dust-like contaminant was observed on the inlet/outlet seal, inside the inlet of the blower box, on the blower box cap, and blower seal. Hair-like particles were observed on the inlet of the blower box and blower seal. The q4 component of the pca was observed to have thermal damage, and the pca was observed to have corrosion on it, both likely due to liquid ingress to the pca. The brass nut of the blower was observed to have corrosion to it, likely due to liquid ingress. Pil was able to confirm the complaint of device not working and a burning odor. There was a total of 32 errors logged. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box d. The following correction has been corrected in this report. In box d: the device serviced by 3rdp has been corrected. In box d: the date returned has been corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device is smoking, and unit will no longer turn on. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.